Manufacturer narrative:
Implant was left inside the patient.

Event description:
An x-ray was sent to cayenne medical showing a broken aperfix am screw with no further information or details. After following up with the sales representative, cayenne medical was notified on (B)(6) 2016 that the surgeon left the implant in and did not perform a revision surgery.